Event description:
It was reported by the several nursing team members that the pump modules are experiencing channel disconnect errors during transport or while stationary. Isolated iui connectors were checked, there was no contamination or breakage observed. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.